Event description:
Second revision surgery - the pt was revised on (B)(6), surgeon used a size +8 semi constrained insert. Due to the pt recently experiencing dislocations. The surgeon used a larger glenosphere and a different humeral construct to stabilize the shoulder.